Event description:
An acl repair was performed utilizing a semitendinosus graft. The graft harvested was slightly short, requiring the surgeon to whipstitch the graft together. While securing the graft during placement of the biorci ha screw, the suture was cut. Subsequently, completing the repair resulted in an hour delay. This length of delay has been determined by smith & nephew to be excessive and for this reason reportable. However, there was no pt injury and the repair was completed successfully.